Event description:
Pt's mother reported her daughter was admitted to the hospital with diabetic ketoacidosis on (B)(6) 2011 with her blood glucose measuring 1140 mg/dl. No blood glucose history leading up the hospitalization is available because her pdm had a dark spot on the top right corner of the screen, making the screen unreadable. She did report that her daughter vomited on friday afternoon, but didn't think anything of it since there was a virus going around the school. To her knowledge the pdm wasn't dropped or stressed in any way.

Manufacturer narrative:
The returned device was evaluated and damage to the lcd was confirmed. The display had a black area in the top corner, but was found to be readable. The device's ability to deliver an insulin bolus as programmed was tested and it performed as designed. The battery log showed that the customer had been using lithium batteries rather than alkaline. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and cautions "do not use any other type of batteries than aaa alkaline batteries to power the pdm. Never use old or used batteries; this pdm may not work properly." It advises the "pdm is built to withstand reasonable amounts of abuse, but shock or severe impact can damage it. If you drop the pdm or if it is otherwise subjected to severe impact: inspect the outside of the pdm for visible signs of damage, press and hold the power button to see whether the pdm turns on and whether the lcd screen is damaged" and that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." Qualification records for the product lot were reviewed and all acceptance criteria were met.